Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue. The customer was advised to monitor the pump and report if the malfunction code recurs, and the customer understood these instructions.